Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual clarity. The iol was exchanged with an alternate iol in a secondary procedure. There are two medical device reports associated with this event. This report is associated with the one of the eye (unspecified). Additional information has been requested; however, further information has not been received.